Manufacturer narrative:
Reliability analysis inspected 2 opened/used infusion sets and performed manual prime test using a new lab reservoir along with a pump. The infusion sets failed per spec. The infusion set was found occluded at tubing qr connection septum side.

Event description:
The customer reported via phone call of a motor error from the infusion set. The customer's blood glucose reading was 145 mg/dl. The customer stated that he received a motor error and his pump will not rewind. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the alarm occurred during prime delivery. The customer was assisted with the displacement test. The customer stated that the test passed. The customer was assisted with manual prime and 5 unit fixed prime. The customer was advised to monitor the pump.